Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient¿s gastrostomy tube (g-tube) ¿fell out¿ after removing the vest apx system. After the vest and the patient¿s clothes were removed, the g-tube ¿feel onto the floor.¿ the patient went to the emergency room where they received unspecified ¿treatment.¿ the following day the patient underwent an ¿outpatient procedure¿ to have the g-tube reinserted. The patient was discharged that same day. There was no report of a device malfunction. The vest will remain with the patient as they plan to return to using the vest. No further information was available at the time of this report.